Manufacturer narrative:
The investigation determined that a lower than expected tsh result was obtained from one patient sample when tested using vitros immunodiagnostics products tsh reagent lot 7100 in combination with a vitros xt 7600 integrated system. The results were considered discordant when compared to a non-vitros method. A definitive assignable cause cannot be determined. Based on acceptable historical quality control results, a vitros tsh performance issue is not a contributor to the event. Additionally, based on acceptable diagnostic within run precision testing, there is no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the event. Pre-analytical sample processing can be ruled out as a contributing factor, as it was established that the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. Therefore, improper pre-analytical sample handling did not contribute to this event. Additionally, the customer did not carry out any additional testing on the patient¿s sample to rule out the presence of an interferent in the patients¿ sample, therefore, an interferent that affects the vitros tsh method and not the non-vitros method cannot be ruled out as a contributor to the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros tsh, lot 7100.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower than expected tsh result was obtained from one patient sample when tested using vitros immunodiagnostics products tsh reagent lot 7100 in combination with a vitros xt 7600 integrated system. The results were considered discordant when compared to a non-vitros method. Patient 1 vitros tsh results of 0.398 miu/l (hyperthyroid) vs. The expected results of 1.07 uiu/ml (euthyroid). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros tsh was not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 604448.